Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that there was damage to her onetouch lancing device. This complaint was based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) or (B)(6) 2012 at 12 p.m. The patient reported managing her diabetes with insulin (self adjuster). The patient mentioned that she had decreased her insulin on the day of the alleged issue as well as on the day she called (around noon) based on how she was "feeling" at the time of administration. The patient claimed that she never administered herself more than 25 units of insulin. The patient reported becoming "shaky, frequently urinating and having stomach problems" sometime after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca documented that the patient had been using the subject lancing device for 5-6 years. The cca confirmed that there was no known misuse to the subject device. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury due to not being able to test her blood glucose as a result of the alleged issue starting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.